Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va19b89, implanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was fluid leaking from lead site and physicians believed that the patient¿s right brain lead was infected. It was reported that the lead site would be washed and cleaned out if possible. It was noted that an explant procedure was planned. It was also noted the likely scenario was that the right lead, extension and ins would be explanted on (B)(6), 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.